Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 169 mg/dl at the time of the incident. Customer stated that the esc button does not seem to work and the pump may have gotten sweat on it. Customer reported that it was really hot and she has been sweating. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she tried to change the battery but the pump was stuck on the bolus wizard page.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump was received with cracked case on display window corners, cracked battery tube threads, cracked belt clip slot, minor scratches and cracked display window.